Event description:
Heather at wsr heard from her tech who spoke to the end user that the joystick that was replaced under recall is having problems. When the joystick is set for slow-speed he has to move the inductive 3 to 5 times to get it to move.